Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was discovered that an approximately 1 cm portion of the black insulation on the tip of the vasoview hemopro 2 device had broken off the device and was in the patients left lower leg. Incision was made in order to retrieve tip. This insulated tip was able to be retrieved in pieces. They were unable to determine if the entire tip was retrieved and that nothing was retained in the patients lower left leg. Every effort was made to remove any visible portions of the tip. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation on 6/18/2020. An investigation was conducted on 6/22/2020. There were signs of clinical use and blood on the tool and the jaws. The black insulation was evaluated for any defects. The heater wire was observed to slightly flexed away from the hot jaw. The heater wire was observed in be attached at the base and tip of the hot jaw. No other visual defects was observed. The silicone insulation on the jaws were observed to be intact. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; insulation" was not confirmed; however, the analyzed failure mode "material twisted/bent; wire" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was discovered that an approximately 1 cm portion of the black insulation on the tip of the vasoview hemopro 2 device had broken off the device and was in the patients left lower leg. Incision was made in order to retrieve tip. This insulated tip was able to be retrieved in pieces. They were unable to determine if the entire tip was retrieved and that nothing was retained in the patients lower left leg. Every effort was made to remove any visible portions of the tip. A replacement device was used to complete the procedure.